Event description:
It was reported that a pump was involved in an over infusion of doxorubicin in the hematology/oncology care area. The customer stated that a 24 hour infusion, "charted as having gone up at 18:00, finished at 16:50." The customer also stated that "38.1ml was stated remaining on the pump" (programmed amount and delivery rate unknown). It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the device is returned in the future, an evaluation will be performed and a supplemental report submitted. During a site visit to the facility on (B)(4) 2013 by baxter (B)(4) medical affairs clinician, it was communicated that the facility has been calculating the over fill in the IV bags incorrectly, using a 10% rule, which is no longer a reliable percentage. The infusion rate is set based on the total volume of the IV bag, assuming a 10% over fill, and hence infusions are finishing earlier than programmed. The facility detailed a plan to recalculate an overfill standard and perform necessary validation testing.